Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found no issues with the function or operation of the rack. The cause of the event was attributed to user facility personnel not using the touch panel correctly. While onsite the technician counseled user facility personnel on the proper use and operation of the rack. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack was not responding. No report of injury.